Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was showing question mark on counters, even after several successful manual transmissions. It was further reported that the icm showed electrical reset when cautery was used at the date of implant. It was further confirmed that the patient was on two rounds of antibiotics for infection thought to be due to the icm implant. The icm remains in use. No further patient complications have been reported as a result of this event.